Manufacturer narrative:
(B)(4). Implant date - unknown month and day in 2018. Concomitant medical products: unknown ssk femoral stem catalog#: ni lot#: ni, unknown ssk femoral catalog#: ni lot#: ni, unknown ssk tibial tray catalog#: ni lot#: ni, unknown ssk tibial stem catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a knee procedure. Subsequently, the patient underwent a polyethylene exchange for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Date of event: unknown date in 2018. Implant date: unknown. Explant date: unknown date in 2018. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.